Event description:
During use of the device for a non-clinical activity, the user reported the cable had a cut. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.